Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the grip axis pin is missing form the instrument, resulting in loose grips that will not respond intuitively when the instrument is driven on a system. One grip exhibits scratch marks on the inner mating surface of the grip, near the pin hole. No other damage was found. On (B) (6) 2009, additional information regarding the event was provided by the site's interim director of perioperative services, (B) (6). (B) (6) reported that the patient is doing well and did not experience any post operative complications. In addition, to the best of (B) (6)'s knowledge, the patient has not returned to the hospital due to complications related to the event.

Event description:
It was reported that during a da vinci prostatectomy procedure the "bolt that holds the grasper" on the endowrist prograsp instrument fell off inside of the patient. The "bolt" was not retrieved. The planned surgical procedure was successfully completed. No patient harm, adverse outcome or injury was reported.